Manufacturer narrative:
(B)(4). No further details regarding patient, product or procedure were provided by the reporter.

Event description:
According to the reporter; during a low anterior resection procedure, after connecting the reload, and pushing the 'ready to fire' button, the device does not recognize the cartridge and could not be fired. The device was closed onto the tissue but was removed smoothly. After changing to a new stapler there was no further issue. No reinforcement material was in use in conjunction with the stapling device at the time of the issue. No device component fell in or was left in the patient. The procedure was finished safely without injury and the patient¿s current reported status is very fine. There was no tissue or blood loss or damage. No further patient information is available. The surgery time was not extended by 30 mins or more.